Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was tracking issue with one of the instruments. So the site used a different and no issue were found with the use of another tracker.

Manufacturer narrative:
The tracker was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. When the tracker was connected to a known good system the tracker was recognized without issue. No problems were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that there was tracking issue with one of the instruments. So the site used a different and no issue were found with the use of another tracker.